Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range (high) hvli measurements were observed and later on they were in range. During in-clinic testing in-range values were found. There could be an issue with the connection lead/pacemaker or a possible lead issue (mdt lead); however, no further information has been provided at this point. No reported adverse events for the patient.